Event description:
It was reported that during a lap hernia procedure, the staples were not advancing. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent 7/6/2007. The analysis results showed that the device a was received with the rotating head broken, however, the weld was sufficient, in addition the nose was open. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the reported damage occurred, this damage is consistent with excessive pressure applied to the tube, damaging the rotating head. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation s warranted. The analysis results showed that the device b was received with the nose open due to insufficient weld and with a misaligned staple present; the staple was manual removed and the device was tested for functionality it fired the remaining staples as intended and with a proper box shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Device b batch #d5h50r. Mfg date: 2/07. Exp date 1/12.